Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years post implant of this 23mm aortic bioprosthetic valve, the valve was explanted and replaced with a 21mm valve of the same model. The reason for replacement was not reported. Subsequently, the 21mm bioprosthetic valve was explanted and replaced with an unknown device due to a sizing error. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the 21mm valve did not come in contact with the patient. Sizing was done prior to implant and the physician decided the 21mm valve was too small and a larger non-medtronic valve was implanted. If information is provided in the future, a supplemental report will be issued.